Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure devices removed along with a hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and endometrial ablation ("endometrial ablation") in a 39-year-old female patient who had essure (batch no. 916887-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included venlafaxine since 2009. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient underwent endometrial ablation (seriousness criterion medically significant), 4 months 5 days after insertion of essure. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2014, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pain in extremity ("leg pain"), abdominal pain lower ("cramping") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes and endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved, the endometrial ablation and abdominal distension outcome was unknown and the back pain, abdominal pain, pain in extremity and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, endometrial ablation, fatigue, pain in extremity and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion. Ultrasound scan - on an unknown date: the uterus is slight heterogeneous with small subcentimeter posterior fibroid identified. There are no additional abnormalities in the uterus seen. The endometrial stripe thickness is 3.4 mm. 80th ovaries are seen and unremarkable. Most recent follow-up information incorporated above includes: on 24-jan-2019: update of information (batch is invalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and endometrial ablation ("endometrial ablation") in a female patient who had essure (batch no: 916887) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included venlafaxine since 2009. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2014, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pain in extremity ("leg pain"), abdominal pain lower ("cramping") and abdominal distension ("bloating") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved, the back pain, abdominal pain, pain in extremity and abdominal pain lower was resolving and the endometrial ablation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, endometrial ablation, fatigue, pain in extremity and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2012: total bilateral occlusion. Ultrasound scan: on an unknown date: the uterus is slight heterogeneous with small subcentimeter posterior fibroid identified. There are no additional abnormalities in the uterus seen. The endometrial stripe thickness is 3.4 mm. 80th ovaries are seen and unremarkable. Most recent follow-up information incorporated above includes: on 17-jan-2019: pfs and medical record received:event dysmenorrhea, fatigue, back pain, abdominal pain, leg pain, cramping,bloating added. Outcome of event leg pain,back pain,abdominal pain,cramping added as recovering. Reporters,lot number added and insertion date changed. Lab data,concomitant medication added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.